Event description:
Ous MDR - during the night of (B)(6) 2016, an inappropriate shock was delivered. The next day the patient came for an additional in-office follow-up where measurements of different positions were checked. Noise was confirmed only sometimes and the confirmed noise strangely occurred in the a and v chambers together. Another in-office follow-up took place three day after just in case. But no more noise was re-produced. The physician decided to add a home-monitoring system to this patient. The physician suspects that the crt-d has problem, not the a/v leads.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
An updated oral analysis was provided. The ICD and the leads under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. In agreement with the clinical observation, the analysis revealed the presence of noise in the ra and rv channels. This led to the detection of vf episodes and one inadequate shock delivery. No other peculiarities were observed. The data did not reveal any indication of an ICD malfunction. Based on the available information, the integrity of the leads cannot be assured. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of these devices. The analysis of the returned data revealed no indication of an ICD malfunction. However, the integrity of the leads cannot be assured.